Event description:
It was reported that during a partial nephrectomy procedure, the surgeon fired the first reload without any problem. During the second firing, the device got jam after knife blade advice 10mm. The surgeon tries to open the jaw but couldn¿t. The reverse button could not operate. Tried manual override but release button still couldn¿t work to open up the jaw. The stapler was stuck and the surgeon has to resort to opening a new stapler. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with an ecr45w partially fired 1/16 loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. In addition, the knife was not fully retracted, thus the device would not open. Furthermore, the bailout door was out of position and the lever was down. Please note that if the manual override door is removed the device is disabled and cannot be used for any subsequence firings until the door is installed. The knife was returned to the home position and then, a test bailout door was properly installed for the device and it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The knife reverse feature worked as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.additional information was requested and the following was obtained:how was the patient impacted?no.what adverse event occurred with the patient? No.how was the device removed from the patient? Surgeon switched to endo gia tristapler to continue surgery. As the device come close to powered echelon, somehow echelon slipped out from the tissue and the surgeon can remove it.did the procedure change due to the event? No.